Manufacturer narrative:
As reported, the plug of a 6f/7f mynxgrip vascular closure device (vcd) could not "get out of the sheet". There was no reported patient injury. The customer had worked with the mynx grip for fourteen years. Additional information was requested but not provided. One non-sterile 6f/7f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle was engaged with the black handle and the stopcock was in the open position. A cordis mynx syringe was attached to the unit. Additionally, a 6f non-cordis catheter sheath introducer (csi) was returned inserted on the device. The sealant was observed exposed near the shuttle tip, while the advancer tube was in the manufactured position. No additional anomalies were noted during visual analysis. Per functional analysis, inflation/deflation and deployment testing were performed. The balloon inflated and deflated as expected with no anomalies observed. The shuttle was advanced then pulled proximally to retract the shuttle, after which the advancer tube was advanced and engaged, and the sealant was deployed without impediment. The advancer tube was then fully removed over the balloon, showing no friction or resistance during the procedure. The reported event of ¿sealant-failure to deploy¿ was not observed through functional analysis of the returned device since there were no issues noted with the device¿s deployment mechanism even though the received condition indicated an unsuccessful deployment since the sealant and advancer tube were still within the shuttle. The exact cause of the issue experienced by the customer could not be determined during product analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to deploy incident reported since the device passed functional analysis for deployment and there were no damages/anomalies that could have contributed to the issue experienced. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6/7f mynxgrip vascular closure device (vcd) could not "get out of the sheet". There was no reported patient injury. The customer had worked with the mynx grip for 14 years. The device is being returned for evaluation.